Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The case was opened and no moisture damage was found on the electronic assembly. The insulin pump had minor scratches on the display window, cracked battery tube threads, a missing end cap sticker and a bleeding display screen.

Event description:
Customer reported a button error alarm and the buttons are not working. The blood glucose reading is 158 mg/dl. The insulin pump wil be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.